Event description:
The customer called for help with her meter. She alleged that she performed a control test and received a result of 246 mg/dl. While troubleshooting, she performed control tests and received a result of 27 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.